Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time the device was programmed to deliver in the continuous+bolus mode, an unspecified concentration of hydromorphone, at a rate of 1.8 mg/hr, a 1 mg bolus dose, a 30 minute pt lockout, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the display indicated the device had delivered 4 pt initiated bolus deliveries. At that time, the nurse noted an unspecified volume was remaining in the container which was reported as more than expected. The device was removed from clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if therapy was resumed with a replacement device.

Manufacturer narrative:
The device passed testing by delivering a dose when the button on the bolus cord was pressed. Testing was conducted using a test bolus cord. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the svc ctr. On (B)(6) 2012 at 1130, a review of the history indicated the device was programmed for continuous+bolus in mg, with a 1 mg/ml concentration, a 0.1 mg/hr rate, a 0.1 mg bolus dose, a 30 minute pt lockout, a 2 bolus/hr bolus limit, a 50 mg container size. At 1137, the delivery was started. Between 1155 and 1234, two 0.1 mg pt initiated bolus deliveries occurred and the per hour limit was reached. Between 1302 and 2315, there were seven 0.1 mg pt initiated bolus deliveries, 10 unmet bolus demands and the per hour limit was reached three times. A new date stamp of (B)(6) 2012 occurred. Between 0406 and 0942, there were seven 0.1 mg pt initiated bolus deliveries, 4 unmet bolus demands, the per hour limit was reached 5 times and the delivery was stopped. Between 0946 and 0947, a 0.2 mg/hr rate was programmed and the delivery was started. Between 0948 and 1156, there were four 0.1 mg pt initiated bolus deliveries, 29 unmet bolus demands, and per hour limit was reached 4 times and the delivery was stopped 2 times and started 1 time. Between 1127 and 1158, the device was programmed to deliver a 0.2 mg bolus dose, and 0.3 mg/hr rate and the delivery was started. Between 1159 and 2038, there were seven 0.2 mg pt initiated bolus deliveries, 5 unmet bolus demands and the per hour limit was reached 4 times. A new date stamp of (B)(6) 2012 occurred. Between 0030 and 0836, there were five 0.2 mg pt initiated bolus deliveries, the per hour limit was reached one time, the delivery was stopped and the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.